Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side rupture, "accommodation folds," "moderate edema," and "sparse cysts." Patient reported discomfort, "stopped breastfeeding and noted that the breast has disinched, was ¿crooked¿, withered, dislocated."" Device remains implanted.

Event description:
The device has been explanted.